Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product and the packaging were not returned; therefore, the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of (B)(6) 2011, which is 36 months from the date of manufacture ((B)(6) 2008), as specified in the product specification. This confirms that the product was labeled correctly. Based on the reported information the product was used 5 days past the labeled expiration date. Although the exact cause of why the product was used after expiration cannot be determined from the reported information, it appears that use error likely contributed to the reported event. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that a multi-link rx vision stent was implanted in an unspecified vessel 5 days after the expiration date. There was no adverse patient effect. Though requested, no additional information was provided.